Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer blood glucose (bg) level was displayed as ¿high¿, although a specific value was not provided. The customer addressed their bg with a correction bolus via pump.  Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.